Event description:
The customer reported the film cassette was stuck and thereby disabled fluoroscopy x-rays. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cassette carrier was disassembled and cleaned. Also, the rails were lubricated. The system was then found to be operating as intended.